Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a "bad motor." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. System error 105 was confirmed through a review of the event history log. The motor mechanical assembly was visually inspected and the motor bearings were found to be worn, causing the reported symptom. The failed motor assembly was replaced to correct the condition.